Event description:
The user facility reported that during an esophagogastroduodenoscopy (egd) procedure, as the users attempted to apply a clip at the site of a 5 mm submucosal carcinoid tumor that had been removed during the procedure, the clip spontaneously closed. The users were said to have utilized a total of three clips from the same lot to complete the case. There was no pt injury reported.

Manufacturer narrative:
Olympus was informed that the subject device referenced in this report was discarded immediately following the procedure. The cause of the user's experience cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.